Manufacturer narrative:
The reported product is an unknown baxter transfer set. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as draining out the pd solution manually through the transfer set into the toilet. It was not reported if the patient was hospitalized for the peritonitis event. The same day as event onset, the patient was treated with intraperitoneal (ip) vancomycin (1 gm every five days, for 20 days) and ip ceftazidime (1 g, for one day) for the event. Pd therapy was ongoing. Twenty-one days after event onset, the patient was recovered from the event. It was reported the patient and the caregivers were retrained on the proper aseptic technique. No additional information is available.